Event description:
It was reported that the pump touch screen was on, but the display remained black. There was no adverse impact to the customer's blood glucose level. Consequently, technical support arranged for a replacement pump to be sent. The customer planned to use multiple daily injections as a backup insulin delivery method.